Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 1, 106 charge processes had been documented. A majority of the charge processes had been triggered by external interference since the therapy functions of the device had not been deactivated after the explantation. The memory content was studied. The inspection of the shock list showed that the device had documented 45 charge processes on the day the pt died. All associated shock impedances documented were unremarkable. The associated iegms were no longer available since they had been overwritten as a result of therapy being left on after explant. The clock time programmed in the implant showed a difference to the actual time of about 73 minutes, i.e. All documented events actually happened 73 minutes earlier. The examination did not find any indications of a device dysfunction. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was supplied, and the devices reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the implant proved to be within its electrical specifications. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of 28 days, it was reported that the pt had died of ventricular fibrillation.